Event description:
Received info regarding an empty cartridge alarm during the load process. Customer stated that blood glucose level was fine. The customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.